Manufacturer narrative:
A review of the system log revealed no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An intuitive surgical, inc. (Isi) medical safety officer provided the following information: the patient in this report developed a urinary tract infection (uti) following an endometriosis resection with partial ureteral resection and reconstruction. A uti is a common postoperative complication following resection for endometriosis. Requiring resection of part of the ureter with reconstruction increases that risk. While there is no evidence the uti complication was related to the study device (da vinci xi), the complication is possibly related to the study procedure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
A patient who was enrolled in a clinical study underwent a da vinci assisted endometriosis resection with contaminant partial ureteral reimplantation. The procedure was completed without complications nor device malfunctions reported. After the procedure on the same day, the patient experienced a urinary tract infection that required antibiotics (ciprofloxacin), with positive cell culture in urine.

Manufacturer narrative:
Additional information obtained that the patient required antibiotics and prolonged hospitalization for her urinary tract infection. The patient was given intravenous cefuroxime with oral ciprofloxacin with drainage during the hospitalization.